Event description:
It was reported that during a system upgrade procedure, the right atrial (ra) lead was noted to be pulled back. Therefore, the ra lead was revised with lead advancement and was resutured in place. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.